Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false negative results on a "ring trial" sample that resulted negative when using the simplexa covid-19 direct assay, but positive on a competitor assay (altona rs pcr). No runs were provided from the simplexa assay for analysis. The customer stated the sample was detected by the altona assay and interpreted as "moderately weak" positive (CT = 34). The diasorin subsidiary assisting the customer stated the altona assay uses extracted samples and that on 4 other samples were in agreement between the 2 systems. Based on this information, this specific sample is likely beyond the limit of detection of the simplexa assay with a late CT on an extracted sample assay. The customer's device and suspected false negative sample was not provided for investigation. Retains of the suspected device were tested on 10/14/2020 and no malfunctions occurred. This is the 1st complaint on mol4150, lot# x7900n for suspected false negative results. Batch record review showed the critical component, reaction mix mol4151, lot# x7901n, met all qc release criteria prior to kit release. Mol4151, lot# x7901n were tested using positive controls and no-template controls (ntc). Positive controls were tested in triplicate and resulted in zero (0) occurrences of false negatives in either s gene or orf1ab targets. All positive controls were detected at an average CT = 27.6 (s gene) and 27.6 (orf1ab) and the internal control avg CT = 29.9. No malfunctions occurred during qc release testing. As stated in the instructions for use, ifuk.us.mol4150, "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information" and per the limitations section, item 5 "false-negative results may occur if the viruses are present at a level that is below the analytical sensitivity of the assay or if the virus has genomic mutations, insertions, deletions, or rearrangements or if performed very early in the course of illness."

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false negative results on a "ring trial" sample that resulted negative when using the simplexa covid-19 direct assay, but positive on a competitor assay (altona rs pcr). The customer confirmed the alleged false negative result was not reported to a diagnosing physician since it was a comparison test with trial sample only. No alleged harm occurred. Other patient information and sample collection method was not provided.